Manufacturer narrative:
No patient results were affected and no one was injured. The user was evacuated, but no fire alarm was activated. The field service engineer performed corrective maintenance on the analyzer. The analyzer is located next to a wall. The wall faces the back of the instrument.

Manufacturer narrative:
Upon inspection of pictures of the affected parts, several overheating spots were identified on cables of the transformer and cooling unit. The cable overheating caused the reported smoke. What has led to the overheating of the cables could not be identified. A short circuit situation within the cable or connector itself could not be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they observed smoke coming from the cobas integra 400 plus when initializing the instrument. The customer immediately turned off the analyzer. There was no physical or material damage. No adverse events were alleged to have occurred. An issue with the analyzer cooling unit was found. The unit's capacitor was damaged, causing the equipment to smoke.